Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have had issues with blank display. The customer has received replacement battery cap, but the issues remained. The customer's blood glucose level was over 400mg/dl. The customer treated the high with manual injection. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display and no unexpected battery out limit noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.